Manufacturer narrative:
Concomitant medical products. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 115330, comp rvrs shdr glen bsplt +ha, lot # unk, item # 180560, comp nlk scr 3.5hex 4.75x30 st, lot # unk, item # 180560, comp nlk scr 3.5hex 4.75x30 st, lot # unk, item # 180554, comp lk scr 3.5hex 4.75x35 st, lot # unk, item # 115310, comp rvrs shldr glnsp std 36mm, lot # unk, item # 118001, versa-dial/comp ti std taper, lot # unk, item # 113629, comp primary stem 9mm mini, lot # unk, item # xl-115363, arcom xl 44-36 std hmrl brng, lot # unk, item # 115370, comp rvs tray co 44mm, lot # unk. Legal notification. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 09926, 0001825034 - 2018 - 09928, 0001825034 - 2018 - 09929, 0001825034 - 2018 - 09930.

Event description:
It was reported that approximately 2 years post implantation, the patient had developed increasing pain and loss of range of motion. X-ray images identified that the screws in the glenoid baseplate were fractured and the glenoid component had migrated. The patient thus underwent a revision. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.